Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, the most probable root cause is user error: user error: improper initial implant size selection, using too long of an implant.

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2020 where three implants were installed. The patient reported right side radicular pain after the procedure. The surgeon determined that the superior positioned implant was impinging on the neuroforamen. Later that same day, the surgeon performed a revision procedure where he removed the superior positioned implant and installed a shorter implant of the same type into the explant void. No other preexisting implants were adjusted or removed. The status of the patient following the revision procedure is not known.